Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had x-ray images taken and per the images, the leads do not appear to be placed on the vagus nerve. The x-ray images were reviewed the images provided are of the neck region and no ap chest x-ray image was provided. Therefore, no assessment could be made regarding the generator placement, lead pin insertion and the filter feedthru wires. The lead was observed to be situated near the patient's clavicle and appeared to be routed toward the patient¿s left chest. A strain relief bend is present per labeling, but a strain relief loop does not appear to be present in the neck area per labeling. Due to the quality of the image provided, the presence of tie-downs could not be assessed. There was a portion of the lead that appeared to be routed behind the generator. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the lead detachment could not be determined based on the images provided. Note that incomplete pin insertion and the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgical intervention has occurred to date. No other relevant information has been received to date.